Event description:
Patient was implanted (B)(6) 2022 for foot pain, however patient reported receiving stimulation behind the knee rather than in the foot. Several attempts at reprogramming were not successful in achieving pain relief to the intended area, thus a revision procedure was performed. On (B)(6) 2022 the physician added a new lead over the sciatic nerve and installed a new implanted pulse generator (ipg) to optimize pain relief to the desired area.